Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated a lead impedance out of range alert, and the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that there was complete loss of lv (left ventricular) capture and a possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6935 implantable tachy lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.